Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet picante exhibited a screen malfunction after being removed from a pocket, with a photo documenting the issue, and the user experienced hyperglycemia without receiving high glucose alerts for over 90 minutes despite a device restart. Symptoms included elevated blood glucose up to 350 mg/dl for approximately three hours without acute clinical sequelae. Outcomes included the need for alternative insulin therapy and device replacement. Investigation included collection of event details, device identifiers, and shipment of a replacement unit while the original device was returned for evaluation and further inspection of the returned device. Investigation of this device revealed a suspected display failure with associated alert/notification malfunction that coincided with out-of-range glucose values, consistent with a device hardware screen issue affecting alerting performance. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display and associated alert function.